Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that patient came referring mobility at tooth site 17 and noticed that screw was fractured and cannot be removed. Implant was removed.